Event description:
During the procedure the valve of this device became dislodged from the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.